Event description:
A pump experienced a cartridge change error. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support in inspecting and attempting to reload the cartridge but was unsuccessful, leading to the decision to replace the pump. The customer understood how to store the defective pump properly and was instructed to return it within 10 days using a pre-paid label.